Event description:
Home pt (hp) reports leak at y-connection of drain line tubing of homechoice set. Leak noted during treatment when carpeting became wet. No pt injury or medical intervention required per hp.